Manufacturer narrative:
Model number / catalog number: sc-8216-50, serial number: (B)(4), batch / lot number: 17292823, model / catalog description: artisan lead 50 cm. Model number / catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 19918944, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing discomfort at the battery site. The patient underwent an explant procedure.